Event description:
Sometime after insertion of an umbilical vessel catheter, on 7/12/97 a 4-5 cm fragment broke off and lodged in a blood vessel near the liver. Fragment was removed surgically on 7/29/97.